Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a message stating not to implant during pre-implant interrogation. This device was never attempted and is expected to be returned for analysis. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device error message was determined to be due to time outs and rests.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a message stating not to implant during pre-implant interrogation. This device was never attempted and is expected to be returned for analysis. No patient involvement.